Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2267 alarm (air in line) occurred on the homechoice (hc) device during therapy. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) advised the hp that air had entered the setup and they would need to start over with new supplies. However, no issues were found during troubleshooting which could have caused the reported condition. There was no adverse event indicated at the time of the report. No additional information is available.